Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. The event description states turnpike tip got stuck in the cto. It is undeterminable what damages could have occurred on the tip and/or shaft of the catheter. Additional information was requested from the account. No response was received. Based on the limited information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: physician stated tip got stuck ina cto.